Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Manufacturer narrative:
Corrected data: b1. Additional data: b5. H6 coding has been updated to reflect additional information received.

Event description:
A company representative reported that the procedure was completed one week later. It was further reported that the awl functioned as intended and that the difficult patient anatomy and handling of the device led to the contact with the blood vessel. The patient is reported to be doing well with no pain.

Event description:
A company representative reported that while the surgeon was removing a monterey straight awl from a patient, the device nicked a blood vessel which led to major blood loss. It was further reported that a mass blood transfusion protocol was performed to stabilize the patient and that the blood vessel was closed. This resulted in a 180 minute surgical delay, and the procedure was unable to be completed as planned. It is currently unknown if the procedure will be rescheduled.